Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the customer observed the universal surgical manipulator (usm4) had non-intuitive motion. There were no errors that were displaying. The technical support engineer (tse) advised the customer to reconnect the instrument on the usm4 and to reconnect the sterile adapter. The tse mentioned to the customer that if the reported event did not improve to check with a different instrument to isolate the reported event. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the customer to reconnect the universal surgical manipulator (usm4), forceps instrument, and the sterile adapter (sa) as well as test with other instruments if the issue did not improve. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.